Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before therapy during the start-up routine, the cardiosave intra-aortic balloon pump (iabp) unit has low vacuum alarm. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced k3 and k5 (purge valve assembly - 0104-00-0026), but the problem persisted due to a failure in k8 that leaked and was putting pressure in the circuit. The fse replaced the drive manifold (0104-00-0018). The fse also replaced the blood detect tubing (0008-00-0312) because the glass that acts as a sensor was broken. The unit was then suitable for use.

Event description:
N/a.